Event description:
As reported by the edwards (B)(4) affiliate, during a transcarotid tavr procedure with a 26mm sapien 3 valve, valve alignment was very difficult due to tortuosity in the ascending aorta. When the balloon was inflated, only the left ventricle (lv) side of the balloon inflated and the balloon slipped towards the ventricle. As the valve was triangle shaped, post-dilation was attempted. The valve was implanted too aortic in the annulus, causing coronary artery obstruction, requiring emergent coronary artery bypass.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-04306. Imagery was received and evaluated. Horizontal aorta was observed, approximately 80 degrees. Access was achieved via the right carotid. The patient's aorta was extremely calcified. The delivery system with undeployed valve was observed across annulus. The valve was noted to not be between alignment markers. Due to valve not aligned correctly, the balloon inflated distal first and causes asymmetrical expansion of valve. The asymmetrical valve pushed proximal in the delivery system towards the flex catheter. The physician appeared to attempt to pull the valve out of the annulus. After deployment the valve appeared large for annulus, too aortic, and the left main coronary artery appears to be occluded due to s3 skirt covering left main. Multiple root injections and attempts to engage into the left coronary artery for a coronary angiogram were unsuccessful. Of note, trans-carotid approach is off label in japan. In case of valve alignment issues, it is recommended to up-size the sheath from 14f to 16f and perform valve alignment within the sheath. If valve is not aligned between markers, recommend removing devices and reattempting valve alignment. If this maneuver does not work, one can expect malposition during the deployment due to uneven valve opening. For asymmetrical valve expansion due to valve alignment issues, it is recommended to advance the flex catheter to the valve, re-align valve between markers, and pull back the flex before fully expanding the valve. If this does not work, the thv valve should be moved to the ascending aorta, over the wire, to prevent coronary occlusion. Surgical removal or thv implantation in the abdominal aorta are the only possibility for bailout. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 investigation conclusions added h.6 type of investigation and investigation findings. The device was not returned for evaluation. Additionally, there was no lot number provided for the device. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery provided from the site. The sapien 3 valve was observed not aligned between the markers prior to deployment. A tortuous aortic root observed. Due to valve not aligned between markers, the balloon inflated distally first and caused asymmetrically valve expansion. The valve was noted pushed more proximal into the aorta. The valve was confirmed to be too aortic and the valve skirt appeared to be occluding left main coronary artery. It should be noted that the thv was deployed via trans-carotid approach. The sapien 3 valve with the commander delivery system (ds) is not currently indicated for aortic valve replacement via trans-carotid approach. The IFU and training manuals were reviewed for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. The latest revisions in accordance with the occurrence date of the event were reviewed since no lot number was provided for the commander delivery system, as they are the most relevant and representative of procedural steps. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. The thv moves in only one direction relative to the balloon. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. During deployment, check to ensure the valve is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon is locked. If needed, reposition only at the very early stage of deployment. Always maintain control of the plunger of the inflation device when releasing it. No deficiencies in the IFU were noted. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Although the valve alignment difficulty was unable to be confirmed and the difficulty inflating the valve was confirmed based on evaluation of the returned imaging. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the lot number was not provided. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the description, ''as there was tortuosity in ascending aorta, valve alignment was very difficult''. Per imagery review, a tortuous aortic root was observed. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Additionally, if valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definite root cause was unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (high alignment forces) may have contributed to the reported event. As reported, ''when the balloon was inflated, only the left ventricle (lv) side of the balloon was inflated and the balloon slipped toward lv. As the valve was triangle shaped, post-dilation was attempted. The valve was implanted in too aortic position''. Per imagery review, thv was not aligned between valve alignment markers prior to deployment and the balloon inflated distally first causing asymmetrically valve expansion. It is likely that user error of improper valve alignment prior to deployment resulted in the reported event. Per the training manual, ''check to ensure thv is exactly between the valve alignment markers''. If the thv is not centered between valve alignment markers, it may result in the balloon inflating distally, causing the reported asymmetrical valve deployment. As such, available information suggests that procedural factors (valve not aligned prior to deployment) may have contributed to the reported event.